Event description:
On (B)(6) 2013, it was reported that there was suspect lead break in a patient's lead. This was first suspected on (B)(6) 2012 when high impedance was seen during diagnostics (dcdc=7). The generator was not programmed off. No patient manipulation or trauma occurred that is believed to have caused or contributed to the event. A battery life calculation showed 7.49 years remaining. Surgery is likely but has not taken place.

Event description:
Surgery is likely but has not taken place. Revision is intended as the system is not working for the patient.

Event description:
Ap neck and chest x-rays dated (B)(6) 2013 were reviewed. The generator was found in a normal placement in the upper left chest. The lead pin does appear to be fully inserted into the connector block. Due to the poor quality of the images, no assessment could be made on the integrity of the lead wires at the connector pin, about the presence of sharp angles or fractures of the lead. It appears that a second lead portion is present. The electrodes appeared to be placed in normal arrangement. Three tie-downs were visible. Lead does appear to be present behind the generator; therefore, it cannot be assessed for continuity or sharp angles. The presence of a microfracture cannot be ruled out, nor can the presence of lead events in the portion that cannot be assessed. Surgery is likely but has not taken place.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional prior to distribution.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected but did not cause or contribute to a death or serious injury.